Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that he had serter issues because it was not springing as it used to be. Customer stated that the spring was also not as strong as it used to be. Customer also had a no delivery alarm. Customer's blood glucose was 360 mg/dl. Customer stated that he had a no delivery alarm. Troubleshooting was performed and the customer stated that the insulin did exit. Customer reported that the cannula was not bent. It was explained that the site may have been occluded. Customer was advised to change the entire infusion set and return the set for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.